Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 468 mg/dl. The customer reported having no symptoms related to her high blood glucose. The customer had treated her high blood glucose with a manual injection. The customer declined troubleshooting for the high blood glucose at the time of the call. When attempting to bolus, the customer was unable to bring her blood glucose below 400 mg/dl. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.